Event description:
On (B)(4) 2014 ge healthcare received information concerning a device malfunction with no associated adverse event. An order of rapidstrand rx was sent to a user facility with missing seeds in a braided carrier (strand). On an unknown date, the customer received 10 strands of rapid strand rx (batch number is n14089b) for the brachytherapy procedure. However, 1 of 10 strands was missing 4 individual seeds. The affected strand had 6 seeds. The rest of seeds were not anywhere. They had not fallen out into the shielding. Fortunately, the physician had enough seeds to implant the patient. So the patient was not affected. An unexpected shortfall of 4 seeds in a rapid strand could have had a negative impact on implant quality and thus on clinical outcome. Quality assurance investigation has been initiated.

Manufacturer narrative:
Evaluation summary: medical assessment concluded that an unexpected shortfall of 4 seeds in a rapid strand could have a negative implant quality and thus on clinical outcome, which is assessed as significant impact on patient's health. Medical assessment: it is unusual for customers to order the exact number of seeds calculated for the brachytherapy procedure. In practice extra seeds are order to overcome unexpected intraoperative difficulties such as contamination of seeds or recalculation of the dose plan in the intraoperative setting. In this case ((B)(4)) the physician reported that enough seeds were available to counteract the shortfall in the strand that only had six seeds instead of the usual complement of ten seeds. Implantation techniques with rapid strand may vary. In some cases the needles are loaded prior to the procedure and stored in a shielded needle box. In these cases the shortfall in the number of seeds would be recognized and appropriate measures could be taken to either re-plan dose distribution of the implant or postpone the implant. In cases where a fully intraoperative technique is practiced, the rapid strand product is unpacked and opened in the operating theatre and the strand is cut and loaded into needles with the patient already anaesthetised. In this case a shortfall in the number of seeds available is more serious as it could lead to a sub- optimal dose coverage of the prostate gland. The pre implant treatment plan and post implant dosimetry parameters are not available for this patient. A (B)(4) percent decrease in the number of seeds ((B)(4)) is unlikely to significantly affect the overall dose coverage but may impact a specific area of the prostate gland; particularly if extra dose is planned in an area of tumour growth that has been previously identified either by biopsy or diagnostic imaging. Conclusion: an unexpected shortfall of 4 seeds in a rapid strand could have a negative impact on implant quality and thus on clinical outcome.